Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the physician experienced difficulty in tightening and loosening the setscrew on the pulse generator. The device was removed.